Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's family member that the patient is deceased. It was further reported that the patient's device "went off" in the morning and when the family member went to check on the patient later, the patient was deceased. The daughter questioned "why the ICD didn't go off again to save the patient"? The cause of death has been requested and not received.